Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that the patient's lead was revised. The lead wire had slid down in (B)(6) 2015. The patient was indicated for spinal pain.

Manufacturer narrative:
Corrected the manufacturing site ID and section.